Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm strain relief damage. Wires are exposed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of strain relief damage was confirmed. The bottom case mtg holes were broken and top case scratched. The root cause of the failure was identified as use-related damage. A history review of serial number aszfl142 showed no other similar product complaint(s) from this serial number.

Event description:
Per tm strain relief damage. Wires are exposed.